Event description:
It was reported that the patient presented in clinic for follow up. An interrogation revealed the right ventricular (rv) lead exhibiting an increase in defibrillation impedance. No interventions were reported. The patient was stable.